Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed. The device evaluation no image and dented insertion tube. Additional evaluation findings are as follows: no data transmission, a-rubber leak and channel leak, bending section cover (non-olympus) and leak cut, bending section cover glue missing, channel leak, insertion tube multiple dents affecting internal elements, and angulation up is above standard. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, had a leak during reprocessing the evis exera iii bronchovideoscope. There was no harm associated with the event. Device was returned and inspected and found no image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that during user handling, the device leaked and water entered the device. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.